Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance

Event description:
It was reported that during a training session, the ilet bionic pancreas displayed repeated ¿alert 32 ¿ motor processor communication error,¿ which persisted despite multiple restarts and required shipment of a replacement device; the user also reported receiving an incorrect infusion set from the distributor, and a correct set was arranged to be sent. Symptoms included no reported adverse clinical effects. Outcomes included temporary interruption of pump use with continued cgm use until replacement was received, and device replacement. Investigation included customer service troubleshooting and education, review of device behavior during restarts, and coordination for device return. Investigation of this case revealed a suspected internal delivery motor communication malfunction consistent with a motor-processor communications fault, with no evidence of user-related factors. It was concluded, based on previously established findings for similar reports, that the cause was a component failure within the device¿s delivery motor communication pathway.